Event description:
The clinician reports, that the implant was inserted (B)(6) 2018 in ada 20 of the patient's mouth. Details of surgery are reported as follows: ridge augmentation was performed at time of surgery and immediate extraction site. On (B)(6) 2019, loss of osseointegration of the implant was verified. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: pain and mobility. No further patient complications were reported.